Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed at 2 bar pressure, and no leak was observed. Loading and priming tests were performed and no set issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a prismaflex set, an external fluid leak was observed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.